Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a, e1, h6 health effect - clinical code, h6 health effect - impact code corrected information: b3, h6 medical device problem code. Additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure? Unknown ¿ patient required whipple procedure. What is the surgeon¿s experience with this stratafix suture? Surgeon¿s first time using stratafix symmetric. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Male, rest unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Tissue appeared normal. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes, first bite was slightly above and adjacent to incision away from the incision. Tab was seated flat to tissue after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes, one perpendicular pass as per IFU. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes, seated flat to tissue please describe the appearance of the suture during the second procedure? Surgeon described stratafix suture as broken in the middle of the incision. The proximal and distal incisional closure was intact. Matted bowel was found adhered to the stratafix on the peritoneal side of closure.stratafix was removed piece by piece during take back surgery. Did the suture break post-op? If so, where was the break noted (termination, middle, end)? It appeared to have broken within two weeks post op in the center of the incision. Patient was described as having a cough presumed due to upper gi bleed. Were there any patient stress factors that precipitated the event of suture breakage post op? Retching onset date/time of dehiscence? (# post op days) procedure oct. 31. Take back surgery nov. 18. How was the dehiscence managed? Take back surgery, stratafix removed and incision repaired/closed by on call surgeon (also hpb) please describe the degree and/or severity of the evisceration and location (an end, middle, entire incision)? Middle of incision please describe the tissue and location of the enterotomy? In relation to the dehiscence? Unknown ¿ follow up with surgeon required please describe any surgical intervention required for the wound dehiscence including date and findings? November 18th as described by initial surgeon as per feedback email provided any photos of the dehiscence? No did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Initial surgery closure looked fine. Intact and well closed. Reoperation noted suture broken in center of incision/evisceration what symptoms did the patient experience following the index surgical procedure? Onset date? Follow up questions for surgeon. Surgeon described patient as having retching episodes presumably due to an upper gi bleed. No enterotomy noted on initial procedure - other relevant patient history/concomitant medications? Unknown, question for follow up with surgeon. What is the physician¿s opinion as to the etiology of or contributing factors to this event? As already described. What is the patient's current status? Unknown as of today but was ok after reoperation. Will product be returned? If so, please provide the return date and tracking information. No ¿ discarded. Surgeon, dr. (B)(6).

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an open whipple procedure on (B)(6) 2025 and a barbed suture was used to close abdominal fascia. During the procedure, the surgeon followed the IFU, seated the tab and completed with 4 back passes. On (B)(6) 2025, it was advised that patient had eviscerated and required take back surgery. The patient was taken back into surgery and the barbed suture was removed, as found to have matted bowel adherent to other parts of it along the peritoneal side of closure. Another surgeon noticed enterotomy and bowel stuck to perineal aside of closure necessitating symmetric removal. The facial dehiscence was presumed due to retching from an upper gi bleed which progressed into complete evisceration with an enterotomy. The surgeon had stated that he did the closure himself and felt confident that he did not catch the bowel during the closure process and also felt that it was late for a missed enterotomy to show up. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Please describe the appearance of the suture during the second procedure? - did the suture break post-op? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe the degree and/or severity of the evisceration and location (an end, middle, entire incision)? Please describe the tissue and location of the enterotomy? In relation to the dehiscence? Please describe any surgical intervention required for the wound dehiscence including date and findings? Any photos of the dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.